Event description:
Customer reported a past low blood glucose (bg) event with the lowest level displayed as "low," though the specific value was unknown. Emergency medical services assisted the customer in addressing the decreased bg, however, the customer could not recall what treatment was provided. Control-iq software was active at the time. The customer was advised by customer technical support to consult with a healthcare provider about factors influencing blood glucose levels.